Manufacturer narrative:
H2) the annex g code populated in the additional codes section, g02008, is applicable for product ID: 9735736. Annex g code, g0201202, is not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: two sets of software analysis was completed: the logs did not capture the root cause of the mentioned behavior of wrong instrument identification. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Based on the information captured by logs, suspecting the user might have been verifying the instrument far away from the divot which resulted in the verification failure of the tool however, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply to both sets of analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the instruments were not being recognized. This was happening on the navigation screen. Registration passed (1.8 millimeters).  The emitter and break out box (bob) were connected. The green box displayed in tracking details. Troubleshooting was performed, the system had a hard reboot performed on it. The system displayed green but identified it as a 90 degree suction instead of the straight suction. A hard restart fixed the instrument identification issue. The site did not have a 90-degree suction plugged in. Two straight suctions long and short the short one tracked, but then loses tracking in the nose. This behavior was repeated with all the instruments- with and without the foam pad underneath the patient's head. The sit redid trace with three-point touch to help with tracking. The suction instruments and the ostium seeker were still having the same issue with losing tracking ( it would go red ).

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are:  product ID: 9735736, version #: 2.0.1 h3) no parts shave been received by the manufacturer for evaluation.  Codes: b17, c20, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.